Event description:
A patient was to undergo abdominal surgery. Two weeks prior to surgery, she had a one-day history of angina (without infarction), and received a 3.5 x 23mm cypher stent to the rca. The day before her surgery, the patient's daily doses of clopidogrel and aspirin were withheld. Twenty minutes post-surgery in the pacu, the patient experienced angina and st elevations. Angiography revealed thrombosis in the rca stent, and troponin levels were compatible with an mi. The patient was treated with thrombectomy and the placement of three bare metal stents in the rca. She was discharged home on the third postoperative day.